Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reporter that fluid could not be supplied smoothly to the eye during a right eye retinal surgery. The product was replaced and the procedure was completed without harm to the patient.

Manufacturer narrative:
A device history record review for the reported lot shows that the order was built and released per specification. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause for the customer's report could not be identified. Without a sample is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
The returned sample was visually inspected and no obvious defects were found. Surgical residue and saline crystal was in the fluid path of the cassette, drain bag, and manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The value of 7500 cpm cut rate, 650mmhg extrusion, and 120mmhg proportional reflux displayed on the progress bar. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen during functional testing. Fluid flowed from the saline to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. After full functional and performance testing of the device, the root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number (B)(4).